Event description:
It was reported that the patient presented in clinic after receiving inappropriate atp therapy due to oversensing of noise. The noise could not be reproduced in-clinic and no external sources of emi could be detected although the noise appears to reflect emi interference. It is noted that no programming changes were made as the patient also had true vt episodes which were successfully converted by appropriate atps. The patient will be monitored with routine clinical follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.